Event description:
The report stated that during a laparoscopic bilateral salpingoopherectomy, the surgeon was having difficulty opening the jaws of the device the first four times of use. During the fifth use, the jaws did not open at all, and the device had to be pulled off of the patient tissue. There was slight bleeding, but no other injury to the patient. Another device was opened, and used to complete the surgery.

Manufacturer narrative:
While the evaluation of the incident device showed the device performs according to specification, turning the rotation wheel while the handle is fully closed can cause the jaws to lock shut. There is a notice in the instructions for use (IFU) that states, "do not turn the rotation wheel when the handle is latched. Product damage may occur. The jaws may lock in the closed position." Additionally, covidien lp (formerly valleylab) has also found that if the jaws are not cleaned as instructed in the IFU, eschar can build up and cause the jaws to stick to the sealed tissue. Covidien lp (formerly valleylab) has issued a hotline bulletin to inform customers on how to avoid tissue buildup that can lead to sticking.